Manufacturer narrative:
Follow-up #1: date of submission 10/11/2013-device evaluation: the insulin pump has been returned and evaluated by product analysis on 9/23/2013 with the following findings: visual inspection of the pump showed some cosmetic defects. Investigation revealed that the display screen was fully functional upon startup. Review of the pumpp history showed that there were multiple call service 54 alarms after a replace battery alarm.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen on their device was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.